Event description:
A patient was returned to the operating room on (B)(6) 2013 for revision of a nonunion of a subtrochanteric fracture. Patient was previously implanted with a gamma nail on an unknown date, went to nonunion and was revised to a dynamic compression plate (dcs) on (B)(6) 2013. On (B)(6) 2013, patient was again returned to the operating room for revision due to nonunion. Hardware was removed and patient was revised to another dcs plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.